Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, inability of inflation was reported. The issue was observed in (B)(6) 2019. The device was explanted and replaced in (B)(6) 2019.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed areas of abrasion noted on the longer exhaust tube and inlet tube of the pump, as well as on the exhaust tubes of cylinder 1 and 2. No functional abnormalities were noted with any of the returned components. The information received indicated the device was unable to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.